Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified luer connector of a homechoice cassette was cracked which resulted in leak. This issue occurred during initial drain of peritoneal dialysis therapy. The patient was connected for therapy at the time of this event. To resolve this issue, the patient ended the therapy and restarted with all new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.